Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving "scan again in 10 minutes and replace sensor" error messages with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced sweating, tiredness, shaking, a seizure, and a loss of consciousness and was provided honey at home for treatment. The customer was seen at a hospital where they were ¿checked out¿ but no treatment was provided as the customer reported that they felt better after the home treatment. There was no report of death or permanent injury associated with this event.